Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The lesion being treated was located in the proximal segment of the left anterior descending (lad) artery. The vessel and lesion characteristics are unknown. 3.0 x 28mm taxus liberte drug-eluting stent (des) was damaged upon introduction into an unspecified guide catheter; the sds did not enter the patientâ¿¿s body. It was not reported how the procedure was completed. No patient injury or complications were reported. The patient's condition was reported as "good."

Manufacturer narrative:
Device analysis could not confirm the complaint reported. Visual and microscopic examination of the crimped stent found no damage to the stent. A detailed examination of the remainder of the device could not identify any issues with the device. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly, and product specifications at the time of release to distribution. It is advised in the taxus liberte directions for use section 9.3 preparation (packaging removal) to carefully remove the delivery system from its protective tubing. Remove the product mandrel and stent protector by grasping the catheter just proximal to the stent, and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent protector removal, do not use this product and replace with another. The root cause is no problem found.